Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached sensor wire upon sensor removal. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was able to remove sensor wire from the skin. No additional event or patient information is available.